Event description:
The following has been reported: "biomed reported log failure on pump during training. No patient harm, happened during training prior to site go live." Preliminary evaluation of the device logs indicates that this is a processor hardware failure (linux core), an issue with the system on module. This did not stop an active infusion. As a conservative measure, fresenius kabi is reporting this due to the reported technical issue. No adverse event. Further information is needed to complete the investigation.

Event description:
The pump was returned for evaluation. The pump was powered on in an attempt to replicate initial failure. The pump did not display any error codes or warning indicators after being turned on. The pump was able to be provisioned and logs were able to be downloaded and pulled from the server. Since the som module was initially suspected of locking up, it was determined that the som module should be removed and sent out for further evaluating and testing. The pump will have a new som module installed and run through all applicable testing to verify functionality.